Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
Healthcare provider (hcp) reported a confirmed flipped pump and stated that the pump was revised successfully in (B)(6) 2011. However, as of the date of this report, hcp had difficulty accessing the center port and suspected that the pump had flipped again. An x-ray was planned in the following week either on a monday or tuesday to determine why they were unable to access the reservoir. Pump reservoir volume was programmed at 1.8 cc. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 360mcg. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.